Event description:
It was reported that a malfunction occurred while the pump was off during a trip to the beach. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the caller, and verified that the malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact support if the issue recurred, and they acknowledged and understood the instructions.